Event description:
The biomedical engineer (bme) reported that the g9 (csm) bedside monitor was not seen at the central nurse's station (cns) and the server. After looking further into the issue, the cns did have the g9 listed on the tile, but the admit button was present, as though the patient was not admitted to the cns. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 (csm) bedside monitor was not seen at the central nurse's station (cns) and the server. After looking further into the issue, the cns did have the g9 listed on the tile, but the admit button was present, as though the patient was not admitted to the cns. They stated that the patient was admitted from the g9 itself. Furthermore, they could not see this g9 in the server. The g9 screen did not show communication loss. The patient was admitted on to the g9. Also, no data was sent to the emr and the cns. Rebooting the g9 allowed them to be able to see the g9 in the server again. Cns logs and g9 logs to be collected to investigate why the patient was not admitted to the cns. No patient harm or injury was reported. Investigation summary: the customer rebooted the g9 monitor, which resolved the issue. Regular reboots with bedside monitors are recommended to prevent instability in the system which may contribute to connectivity issues with the server. The issue of not seeing the patient on the cns is likely related. As the reported device was not returned for evaluation, a root cause cannot be determined. As the issue was resolve with a system reboot, it is unlikely that the reported issue occurred as a result of an nk device malfunction. Complaint history review of the reported device reveal no additional complaints relating to not being able to see g9 on the server or not seeing patient on the cns. The root cause is likely related to the lack of regularly rebooting the system.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 (csm) bedside monitor was not seen on the central nurse's station (cns) and the server. After looking further into the issue, the cns has the g9 listed on the tile, but the admit button was present, as if the patient was not admitted to the cns. They stated that the patient was admitted from the g9 itself. Furthermore, they could not see this g9 in the server. The g9 screen did not show communication loss. The patient was admitted on to the g9. Also, no data was sent to the emr and the cns. Rebooting the g9 allowed them to be able to see the g9 in the server again. Cns logs and g9 logs to be collected to investigate why the patient was not admitted to the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Concomitant medical device: the following device(s) were being used in conjunction with the csm, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Central nurse's station model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the g9 (csm) bedside monitor was not seen on the central nurse's station (cns) and the server. After looking further into the issue, the cns has the g9 listed on the tile, but the admit button was present, as if the patient was not admitted to the cns. They stated that the patient was admitted from the g9 itself. Furthermore, they could not see this g9 in the server. The g9 screen did not show communication loss. The patient was admitted on to the g9. Also, no data was sent to the emr and the cns. Rebooting the g9 allowed them to be able to see the g9 in the server again. Cns logs and g9 logs to be collected to investigate why the patient was not admitted to the cns. No patient harm was reported.